Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation was inconclusive for the alleged filter limb detachment as no objective evidence was provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post vena cava filter deployment, during filter removal, one the filter legs allegedly detached. Reportedly, the filter and the detached filter leg were captured and retrieved. There was no reported patient injury.